Manufacturer narrative:
Product complaint # (B)(4). Batch # r5c37t. Investigation summary: the analysis results showed that one ecr60b cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance related to the reported complaint condition were identified.

Event description:
It was reported that during the bariatric surgery, when severing stomach tissue, after fired, noted one side tissue without any staples. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.